Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's demographics were unknown. The target lesion was the mid to distal left anterior descending (lad). The lesion was de novo. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 2.5 x 20mm balloon. A 3.0 x 33mm cypher was being implanted at the target lesion. While pressure was applied to inflate the unit at the target lesion, the pressure started to decrease prior to reaching nominal pressure. Dilation of the proximal end of the stent was observed. Because the physician thought the cypher could not be retrieved into the guidix guide catheter, the catheter was removed from the pt. From the femoral artery, a different guide catheter (8f) was inserted into the patient and the cypher was retrieved into the catheter and was then safely removed from the patient. There was no patient injury reported. The product was clinically used and the cypher will be returned for analysis. Physician indicated that since the split of the balloon was not confirmed, there was a possibility that the balloon had a pinhole rupture. After the retrieval of the stent, two different cypher stents (size unknown) were implanted at the target lesion.